Manufacturer narrative:
(B)(4). Investigation summary: it was performed the DHR, quality notifications and maintenance records where no records potentially related to failure was found. The image provided was evaluated and it was possible to observe barrel cracked. The potential cause for this is a syringe assembly failure that caused the damage. To define and manage actions to correct the incident, the CAPA (B)(4) was opened. Some actions performed: perform timing adjustment on the transfer disk; create poka yoke to ensure staying in the correct position. Design new top disc guide after leak test - make top disc guide after leak test - design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. Implementation of additional release inspection as per (B)(4) sampling until CAPA closes.

Event description:
It was reported that 6 syringes solomed 3ml ll 22x1 w/sh sla had cracked barrels. The following information was provided by the initial reporter: "crackers in the syringe. It was used 6 syringes, where all of them presented the same defect. The customer reports that has kept only 4 samples of the cracked syringes. At a moment of the complaint report, the customer clarified that there was a leakage of a very expensive medicine (calcium hydroxyapatite). When questioned on how the material has been purchased, the customer informs that has bought in units, the pharmacy sold 50 units. Customer send pictures, further reporting: "I'm not sure if you can observe the failure, but it's what is happening at the moment of applying the medicine.""